Manufacturer narrative:
The device remains implanted and, therefore, will not be available for evaluation. Without the returned device, a technical evaluation cannot be performed. The opinion of maquet's medical director is that the event is due to a pt's existing heart condition. It is not unusual for pts that require peripheral surgery to have a diffuse atherosclerotic disease in other parts of the body. Any kind of surgery would have potentially triggered a myocardial ischemia in this pt. The event is not related to the device. Method: the device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. Results: the production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no similar or other complaints against the batch. Following our investigation, our conclusion to the most probable root cause could not be determined. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. (B)(4).

Event description:
It was reported through mednet solutions that a pt enrolled in the finest study had their procedure on (B)(6) 2011 and experienced a bout of hypotension with a troponin bump in the operating room. The site indicated that this event is not device related and is possibly procedure related. Per the edc (electronic data capture), the subject did not have a cardiac history, but was a current smoker. The pt is scheduled for a cardiac cath on (B)(6) 2011. Additional info received on (B)(6) 2011: the initial procedure performed was a femoral popliteal bypass. The pt underwent cardiac cath on (B)(6) 2011 with the result of pci of mid lad with drug eluting stent, after which the pt was discharged to home.